Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two devices with apertures, without labeling the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported the adverse event and healthcare professional confirmed "suspected rupture found by MRI test, bilateral rupture verified during explant surgery". This record relates to right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the adverse event and healthcare professional confirmed "suspected rupture found by MRI test, bilateral rupture verified during explant surgery". This record relates to right side. Device has been explanted.